Manufacturer narrative:
This complaint involved implant drivers where the latch did not engage properly with the surgical handpiece. Ther was not any patient injury reported and no additional intervention was required. If this event were to occur in the future, there is potential to be harmed by having the components loose in the oral cavity. It may be presumed that this malfunction might contribute to patient injury should it recur. The device is yet to be received for evaluation. More results will be available after the completion of the investigation.

Event description:
The dentist reported that the 5.0 hahn implant driver did not fit into their hand piece. All other sizes were fine except for this one size. No patient conatct was reported for this complaint.